Event description:
It was reported to ventec that a patient had desaturated while on the v*home ventilator. The patient was transported to the hospital emergency department (ed) for care. The patient's mother provided ventec with the following information from the patient's emergency room (ER) visit: "home bipap appears to not be working, rt placing on ec bipap" "upon arrival to the ER, he had shallow breathing at rr 16 with blow lips and 73% oxygen saturations. The nasal bipap was removed and he was placed on a hospital bipap with immediate improvement in his oxygen saturations. Per mom, the ER doctor realized that the home bipap machine was not working properly. They now have a new home bipap machine from the dme company that was delivered later this morning. Cxr did not show any definitive consolidations, but pneumonia could not entirely be ruled out". "Chief complaint: 17- month- old with chronic respiratory failure secondary to neonatal hie from a neonatal stroke seizure disorder is currently 24/7 nasal bipap dependent comes in with severe respiratory distress secondary to likely a viral illness reactive airway disease exacerbation and home bipap vent malfunction. This all occurred over the course of 12 hours no fever on arrival he was breathing 12 times a minute sats of 73% heart rate 160 temperature 95. Many interventions were done. Hpi: c 17 m.o. Male with pmh of who presents with." [End of notes] the patient was admitted to the hospital following the reported event, where his medical team also identified that he had an unspecified nasal obstruction. There were no allegations that the device use may have caused the nasal obstruction.

Manufacturer narrative:
H6: the hospital examined the patient and identified a nasal obstruction; however, it could not be confirmed whether or not the nasal obstruction contributed to the patient's reported desaturation. Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec received the device and downloaded its electronic records (system logs) for analysis, but no abnormalities were observed. Ventec did note that during the reported event the low pressure o2 bleed in was never activated, and that there were no alarms which would indicate any issue with the o2 delivery (if it were on). The device was then extensively evaluated by ventec. Proper device operation was confirmed through functional and performance testing. Ventec was unable to identify any device issue(s) which may have contributed to the patient's alleged desaturation. The cause of the patient's alleged desaturation could not be determined.